Event description:
During an atrioventricular tachycardia nodal reentrant procedure, atrioventricular block occurred during ablation which required a pacemaker implant to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block remains unknown.